Event description:
Customer reported to beckman coulter, inc. (Bec) that about 5 cubic centimeters of blood/diluent leaked from the coulter lh 780 hematology analyzer onto the counter. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found the tubing at the lower sheath restrictor line attached to the flowcell was cut at the fitting and leaked diluent inside the instrument and onto the counter. The fse did not observe any blood leaking from the tubing. The fse replaced the lower restrictor line tubing to resolve the issue. Customer reported to the fse that the rocker bed belt was not advancing. The fse found the leak had caused the rocker bed belt to not advance. The fse dried the rocker bed platform and resolved the rocker bed issue.

Manufacturer narrative:
(B)(4).